Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set for evaluation in reference to the report for a leak. The set was visually inspected with solution noted throughout the set. The set was placed on a homechoice machine for priming and run with a system error noted during dwell 1 of 5. The set was then tested underwater at 8 psi with a leak noted approximately 11" from the connector on one of the supply lines. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for a leak was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
On (B)(6) 2011 baxter healthcare corporate product surveillance received a report from a caregiver (cg) stating they discovered a leaking cassette while using the homechoice during prime. The patient was not connected. The cg stated that the patient started over with new supplies and was able to continue therapy successfully. There was no patient injury or medical intervention reported.